Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 596 mg/dl. The customer did not want to trouble shot for high blood glucose levels. The customer's mother stated pump alarmed failed battery test and had a blank display. Troubleshooting was done and was able to resolve all issues. The customer was sent a new battery cap to resolve the issues. The product was not returned for analysis.